Manufacturer narrative:
Mitek is at this point in time engaged in info gathering. When all that can be had, is had and evaluated, the conclusions will be the subject of the follow up report.

Event description:
Our affiliate reports that a casual and vague conversation with a surgeon, the surgeon stated that he had 3 cases in which patients had knee repairs with the use of a rigidfix system for fixation. At sometime subsequent to the repairs, it was somehow determined that there was a problem. In each of the cases a re-surgery was performed. It was found that rigidfix cross pins had migrated into the knee joint, and were in several pieces. All of the fragments were removed at this time. This is all of the info that was made available by the surgeon to mitek, he did not give any further details, no dates and no times. We have questions out to our affiliate asking for further info and clarity of the issue. Post script.